Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidopexy, grade 3. According to the reporter: the instrument did not work correctly because the staples did not close. The procedure was completed. The surgeon made a manual purse-string and resected the hemorrhoid bundle. The bleeder was stopped using electro surgery . The surgical time was extended by more than 30 minutes.